Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure on (B)(6), 2011. During a follow-up on (B)(6), 2011, the patient presented with buttocks pain. The implanting physician did not note any mesh exposure; he opines that the buttock pain is related to the implantation of the device. He spoke to a urogynecologist and was told that pain usually resolves itself within a few months, without the need for surgery or further medical intervention. The patient, who is reportedly over (B)(6), was prescribed anti-inflammatory steroid medication (exact type unknown) for the duration of the pain, until resolution. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.